Event description:
The customer reports that the enteral feeding pump displays bad calibration; machine is off by 10ml. Upon follow up with the customer on (B)(6) 2018 the customer stated that when they tested the unit on the bench, their technician determined that it delivered a greater amount than it was set on and believed the unit needed to be calibrated.

Manufacturer narrative:
Evaluation summary: an evaluation of the kangaroo pump was performed. The customer stated the unit displayed bad calibration, the machine was off by 10 ml. A functional test and visual inspection were completed, and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.